Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to no button response. Pump received no button response due to j1 connector on pcb1 was unlock during visual inspection. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer said that the directional keys and arrow to go back do not always respond. No alarms are present in alarm history. Customer¿s blood glucose was unknown. Insulin pump would need to be replaced. The pump will be returned for analysis.